Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735994, serial/lot #: (B)(6), product ID: 9735994, serial/lot #: (B)(6), the system was serviced in the field and the router failed. The router was replaced. B01, c13, and d02 are applicable. Product: 9735994, lot number: 1704173787400822 was received by the manufacturer for analysis. No issues were found with legacy checkpoint. The wide-area network (wan) connected to the internet. Demilitarized zone (dmz) passed wifi tests. All 8 ethernet ports pinged with 0% packet loss. B01, c19, and d14 are applicable. Product: 9735994, lot number: nx2103o11508 was received by the manufacturer for analysis. The refresh checkpoint initially had conne ctivity issues and failed wan, dmz and ping tests for all lan ports. After failure the checkpoint was factory resent and reconfigured, and then wan, dmz, and all ethernet ports functioned normally. B01, c13, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.x

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the navigation system was not communicating with the imaging system. When the medtronic representative (rep) arrived on site, the ip address within the digital intercommunication of medicine (dicom) was red and displayed no connection. He was then not able to configure network settings. No patient was present. Troubleshooting information was provided. Get current configuration, the fields would not populate and said error. It was verified the system was connected to a pacs port. Two ethernet cables were tried, the issue remained unresolved. The bulkhead was bypassed, the issue remained unresolved. Self-test, network information status: unknown checkpoint, no ip, no mac, no access point detected, unknown checkpoint firewall router. The lan port was changed on the cpu, the issue remained unresolved. The cables were reseated, the issue remained unresolved. There was not another system available on site to exchange router. The probable cause was suspected to be the network router.